Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. Patient said starting a couple of weeks ago, they were having trouble with their interstim device, they do not feel good, they are going to the bathroom all over the place. Patient said they want it out unless they can get help, and they want the rep to call them back. Patient reported they cannot get a hold of their doctor. Offered assistance but patient declined. Redirected to their doctor. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information received from the patient. (Con): patient started that the device is not working, confirmed the device is not helping the patient's symptoms and they are having accidents all over the place. Patient said they wish they never had the device implanted. Patient said they never feel stim. Patient said they wanted to change programs and didn't know how. Reviewed how to change programs. Patient was able to change from program 1 to program 2 and increase stim to where they can feel stim. Patient said the rep told them not to increase above 2.0. Patient ended the call before sr info was able to be collected. Agent did not ask about the circumstances that led to the reported issue. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and patient regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported, per the healthcare provider, that the patient¿arrived at the¿ emergency room (ER) in (B)(6). The patient did not feel like the system was working anymore. Th ey had made a change to stimulation from 1.4 volts to 1.8 volts, but said for the last 5 hours, they had not felt that was helping. The healthcare provider was not sure why the patient made the change when they were told not to change their settings. The patient was voiding, it was just unknown if it was back to pre-device levels.¿ it was recommended the patient start a manual diary so they could talk to the healthcare provider about the change that had occurred. The patient's managing healthcare provider was in (B)(6), but the patient would be seeing a primary healthcare provider in (B)(6). They planned to follow up with their primary healthcare provider. The caller also stated the patient was not the best historian due to some dementia. The patient called in two days later and reported they were leaking all over the place.¿they had a neurogenic bladder which was the reason for getting the system, and were in a lot of pain. Their bladder was "going wonkers" and they had to urinate every three minutes, which they never previously had to. Their managing physician was in (B)(6), but the patient lived in (B)(6) and had no local physician to manage the therapy. Their managing physician directed them to turn therapy off and they planned to have the manufacturer representative reach out to the patient. It was recommended the patient follow their doctor's instructions and wait to hear from field staff. The patient called back later that same day and again reported they were urinating all over. They called their doctor and they said they may need to change programs. Their current setting was program 1 at 1.4 volts. They tried to increase to 1.8 volts and it did not get better. They had never felt the stimulation, and the doctor said that was ok because some people did not feel it. They had never tried any other programs before. They switched to program 3 on the call at 1.8 volts, and were advised to keep it there for a couple days and monitor their symptoms and see if they improved. The patient noted they had a follow up appointment with the doctor in a couple weeks. The return of symptoms started last week. They just had cervical surgery and it affected their wrist and arm on their right side (not alleged related to device/therapy). They said they had nerve damage (not alleged related to device/therapy).

Event description:
Additional information was received from the hcp: the recent cervical surgery did not affect the device in any way. The patient was not using the stimulator properly. The cause of the sudden loss of therapy/system not working anymore was not determined/unknown if issue was resolved. There was no nerve damage cause by or related to the device, therapy and/or implant procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.